Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. Issue was resolved by using segmented boluses and resuming insulin.